Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's power module to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed power module and determined that the cause of the reported issue was due to an inoperative integrated circuit, designator ic1.

Event description:
The customer contacted physio-control to report that their device was not powering on. There was no report of patient use associated with the reported event.